Manufacturer narrative:
Spouse of type 1 diabetic reported to valeritas customer care that the patient was admitted to the hospital due to diabetic ketoacidosis. The hospital removed the v-go device and checked his blood sugar. It was reportedly 700. The spouse said the "vgo did not work and it caused the hospital stay." Hcp discontinued pt. From vgo and put pt. Back on lantus 18 units with humalog per sliding scale at meals. Patient and spouse declined to provide any further information. They declined to explain what was meant by the "vgo did not work." The device has not been returned. No root cause can be determined from the information provided.

Event description:
Spouse of type 1 diabetic reported to valeritas customer care that the patient was admitted to the hospital due to diabetic ketoacidosis. The hospital removed the v-go device and checked his blood sugar. It was reportedly 700. The spouse said the "vgo did not work and it caused the hospital stay." Hcp discontinued pt. From vgo and put pt. Back on lantus 18 units with humalog per sliding scale at meals. Patient and spouse declined to provide any further information. They declined to explain what was meant by the "vgo did not work." The device has not been returned.